Event description:
It was reported that after the spring wire guide (swg) was inserted, they tried to insert the catheter over it but it could not be advanced beyond the junction hub. As a result, the catheter was exchanged.

Manufacturer narrative:
Follow-up report will be filed add'l info becomes available.